Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at an unknown time. The reporter informed the cca that the patient manages her diabetes regimen with lantus and humalog insulins. Despite the alleged issue, the reporter stated the patient continued administering her dose of insulins as usual. The amount of insulin was documented by the cca; however it is not clear which amount of insulin it pertains to. Approximately 2 weeks after the alleged issue began, the reporter indicated the patient developed symptoms of sweating and dehydration. In response to the symptoms, the reporter claimed the patient was admitted to the hospital for assistance. According to the reporter, the patient was tested by the ER/hospital meter with a "389 mg/dl" reading and was then administered an unknown amount of humalog and lantus insulins. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter, the meter was not misused, the correct test strips were used, and the meter did not require a battery replacement. The alleged issue was not resolved with training since the power button and test strip insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient was unable to test her blood glucose due to the reported issue, developed symptoms suggestive of hyperglycemia, and required hcp intervention after the alleged meter issue began.